Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is missing the cables. There was no patient involvement.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had missing the cables. A getinge field service engineer (fse) stated, no issue with iabp as preventive maintenance (pm) was recently completed. It is the hospital's responsibility to replace any missing ECG patient cable/leadwires that were discarded or misplaced. There was no patient involved and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is missing the cables. There was no patient involvement.